Event description:
It was reported by the clinician that loss of capture was seen on holter electrocardiogram. It was further reported that impedance and capture threshold values are stable. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.